Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2019-mar-25 regarding a patient receiving compounded morphine (5.0mg/ml at 3.45838 mg/day) and bupivacaine (20.0mg/ml at 13.83351 mg/day) via an implanted infusion pump. The indications for use included malignant pain/breast. It was reported that on (B)(6) 2018 the patient reported fatigue following intrathecal (it) rate increase on (B)(6) 2018. The it rate was decreased secondary to feeling 'over-medicated' and fatigued. The pump was reprogrammed on (B)(6) 2018 and the event resolved without sequelae on (B)(6) 2019. The event resulted in an unscheduled clinic or office visit. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The event was related to the drug with an increase in dose as the factor that caused the event. No further complications were reported or anticipated.